Manufacturer narrative:
Clarification: device was implanted for the patient. Lab received the packaging only for analysis. This record is dealing with the packaging for the device. Packaging analysis: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: observed delamination in the inner lid, this event is not categorized as workmanship, but this further investigation was opened to analyze the event. No other additional observations. A further investigation is requested to analyze the event of lid delamination. Clarification on further investigation: further investigation is no longer required as a preventive assessment was opened to analyze deeper about this event. Refer to gtw record # (B)(4) for additional details.

Event description:
Healthcare professional reported "while rn circulator peeled off inner tyvex lid to inner implant cradle fragments of the tyvex lid did not fully separate in a clean fashion". Device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "while rn circulator peeled off inner tyvex lid to inner implant cradle fragments of the tyvex lid did not fully separate in a clean fashion". Device was implanted.